Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was received in two sections due to a break in the hypotube. The break was located approximately 22.3cm distal to the strain relief. Both sections of the hypotube break were kinked at various locations along their lengths. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18jan2017. It was reported that the balloon failed to cross the lesion. The 95% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 10/2.75mm flextome¿ cutting balloon¿ was selected for treatment. During the procedure, it was noted that the tip of the balloon was stretched and failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a break in the hypotube approximately 22.3cm distal to the strain relief.